Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system was explanted due to an unspecified reason, and it was replaced with another system. No additional adverse patient effects were reported. This right atrial (ra) lead has not been received for analysis.